Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which successfully resolved the malfunction, allowing continued use of the pump. The customer was advised to contact support again if the malfunction code reappeared, and they acknowledged the guidance provided.